Event description:
During cardiac cath scheduled procedure, left atrial appendage occlusion with watchman device implant, when a watchman flx was advanced and deployed, the device migrated from the deployed position. A snare was advanced to retrieve the watchman, multiple attempts to retrieve the watchman were made without success. The cardiothoracic surgeon was paged and the patient was transported urgently to the or where open-heart surgery found the prongs of the watchman were adhered to the anterior leaflet of the mitral valve. The cardiothoracic surgeon was able to extract the watchman and the patient was admitted to cvicu.